Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Customer also returned incorrect code chip - 4474. Most likely underlying root cause of malfunction: user had incorrect code key.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 70-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is 5/28/2016. The meter memory was reviewed for previous test result history: (B)(6). The code chip does not match the test strip. ((B)(4)- lot rs4694). The customer takes metformin 2x a day to manage her diabetes. She has had changes in her diet. The customer is on a restricted diet. The doctor had advised the customer since she has heart problem it could have raised her sugar. She will go get a heart test on (B)(6) to verify if this could be the issue.